Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (2 mg/ml at .2 mg/day) via an implantable infusion pump. The indication for use was no-malignant pain. It was reported that the hcp thought that the catheter moved anterior so a revision was being performed today. When the pocket was opened they confirmed some potential purulent white drainage, seroma/bloody looking and the area was red looking so the hcp explanted the entire system sending the fluid to the lab to be cultured. An infection was suspected. The devices were disposed of by the hcp so it will not be sent back for analysis per caller. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider via a device manufacturer indicated that once the pocket was opened and suspected infection, there was no further investigation on the catheter. No further complications have been reported as a result of this event.